Event description:
It was reported that the patient faced experienced hyperglycemia on (B)(6) 2026 due to bent cannula issue. Blood glucose level was high at the time of the event and patient took correction bolus via pump to resolve the issue. The insertion site was the abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.